Event description:
The following description of the event was documented by a carefusion tech support specialist in response to a phone conversation with a user facility representative(s). "No patient involvement, unit in biomed be checked for operation. The monitored value of fio2's are high. When unit is set to 40% vent delivers 40% but the monitored values are 80% the o2 cell is a third party cell and not from carefusion. I am going to send her two o2 cells to try. She will call back with results." The following additional information was found during a complaint review search for new event information provided by a customer to a carefusion technical support specialist. "The vent with the new o2 cells set 40 external analyzer reads 43 and monitor also. After doing the est [extended system test] a couple of time to make sure these cells will work the blender stopped working. When set to 40% unit delivers and monitors 21%."

Manufacturer narrative:
(B)(4). The carefusion field service representative evaluated the device, verified the complaint and identified an out of adjustment blender as the cause in this event. The carefusion field service representative calibrated the blender and ran the device through a complete operational checkout per the service manual to ensure the device meets factory specifications. Upon completion the device was released back to the customer ready to b e placed back into service.